Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received maryland bipolar forceps (mbf) instruments to perform failure analysis. The instrument was analyzed and found to have a broken main tube from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. A review of an image provided by the customer shows what appears to be a dislodged proximal clevis where it meets the main tube. The image is consistent with the failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) has received the maryland bipolar forceps instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the product has not been completed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the joint of the maryland bipolar forceps instrument was protruding and the instrument's wrist could not be straightened. As result, the instrument had to be removed together with the cannula and the port site incision had to be increased in size. Additionally, a new port incision was placed in order to remove the instrument and cannula together. The instrument jaws were not stuck on tissue when the issue occurred. The customer used a backup instrument to continue with the procedure which was completed as planned with no reported injury.